Event description:
It was reported that the tip of 'd/m crimp tool' was broken during crimping the sleeve in bha. The broken tip was not remained in the pt and discarded. The surgeon said, the sleeve could be crimped well, so there ws no adverse consequences. Also, there was any delay for the op.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.